Event description:
The pt has had since summer 2005 a recurring infection in the area of the implanted ear. During the course of the treatment the pt's impression of sound with the implant became less, but came back between each treatment course. The pt has fluctuating sound. Testing of the device showed a fluctuation of the impedance values. Despite frequent attempts to re-programme the processor, the hoped for success was not achieved. A CT scan carried out on may 2006 showed a still attacking the cochlear. After a discussion of the data with the clinic, the necessity of the restoration of the inflammed organ was classified as urgent and the removal of the implant necessary.